Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a possibly inappropriate shock due to an atrial driven rhythm. It was noted that the patient had received multiple appropriate shock, and sometimes the shocks would accelerate the patients rhythm into ventricular tachycardia (vt) or ventricular fibrillation (vf) which were converted with another shock. Wide rhythms were also noted. As a result, the patient was admitted to the hospital. The s-ICD system remains in service. No additional adverse patient effects were reported.